Event description:
Boston scientific received information that during the implant of this right ventricular (rv) lead, the initial positioning found measurements that were unacceptable. The lead was repositioned and after the helix was engaged into the tissue, the lead measurements were again unacceptable. An attempt to remove the lead from the tissue was made by rotating the helix counter-clockwise with the stylet inserted. Despite multiple rotations of the helix, the lead was unable to be moved. Moderate traction was then applied, but the electrode became caught in what was believed to be the tricuspid cordae. The rv lead was capped and abandoned so as to not damage the heart tissue. A new non-boston scientific lead was successfully implanted without incident. No additional adverse patient effects were reported during the surgical procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.